Event description:
Customer reported infection/inflammation on patient's both eyes. Patient was treated with prednisolone acetate 1%. Patient initially stated eyes are irritated, than stated eyes hurt and photophobic. Patient states eyes always hurt and is very frustrated. Patient has not felt the same since surgery. Patient feels pain, dryness and discomfort most of the time. There was no loss of best corrected visual acuity. Additional follow-up was obtained. Photophobia and dry eyes has interfered with her daily life both work and pleasure. Patient states she cannot enjoy things like she use to due to her eyes "hurt all the time". As of now there is no surgical intervention. Surgeon placed her on durezol for one week. If this does not help then there has been a discussion of lift and cleaning under the flap which patient is resistant to have done.

Manufacturer narrative:
(B)(4) photophobia. Conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2012 due to the fact abbott medical optics (amo) became aware on (B)(6) 2013. The condition of the system (since the time of the initial procedure) will make the evaluation difficult. Customer is only reporting this event and did not request field service or clinical support. Customer felt that the issues were not due to the equipment, probably due to the antibiotic used on patient pre and post treatment.